Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6)2022, all hardware was removed in a revision surgery on (B)(6)2023 due to nonunion, swelling, and pain. Additional information indicates the patient was on bone stimulator and vitamin d for more than six months. The site was revised with tmc hardware. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. The patient was doing great at two-week follow-up post-revision. Although a number of factors could have contributed to what was reported, based on information provided, the most likely cause of the reported event is the patient's bone quality. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6)2022, all hardware was removed in a revision surgery on (B)(6)2023 due to nonunion, swelling, and pain. The site was revised with tmc hardware. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.